Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's grandmother reported via phone call that they experienced high blood glucose level of 500mg/dl. Customer also received no delivery alarm. The customer had no any symptoms. Customer was treated with manual injection. Troubleshooting was not performed. The product will not be returned for analysis.